Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Add'l info was requested on 11/16/2011, 11/22/2011, and 11/23/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgical technician reported that an intraocular lens (iol) was explanted. Add'l info was requested.